Manufacturer narrative:
The service representative has not yet been able to reproduce the complaint. The investigation is in progress. The product device history record for the iabp involved in the event was reviewed. There are no nonconformances related to the reported event. A supplemental medwatch report will be submitted if additional information becomes available. (B)(4).

Event description:
The customer reported that the iabp stopped while in use on a pt. The unit's power was cycled and placed back on the pt. The customer did not provide the date of the event or any information whether there was any injury to pt.